Event description:
It was reported that, during device replacement, this right atrial (ra) lead exhibited high pacing thresholds and sensing issues. Subsequently, the physician reprogrammed the lead to unipolar. At this time, the ra lead remains in service. No adverse patient effects were reported.